Event description:
Pt started using the pump in 2001 with saline. There were no audible alarms, although alarms were displayed on screen. There were also alarm codes in the pump history. Batteries were changed ten days later and there were still no audible sounds.